Manufacturer narrative:
(B)(4). The explanted device was not returned to edwards for analysis. Without cardiac imaging and the sample device, the reported event could not be confirmed. Although the root cause of this event cannot be confirmed, it appears that the patient's regurgitation was likely caused by the dehiscence noted. Dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair or prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. There have not been any allegations of a malfunction or deficiency related to the explanted annuloplasty ring. No further actions are possible with the available information.

Event description:
It was reported that a (B)(6) male underwent a ring explant after an implant duration of approximately four (4) years. It was reported that this was due to severe regurgitation/insufficiency secondary to dehiscence of the ring. Per the operative report, the ring was severely tethered from the p2 and p3 segments. Once it was removed, there was still very severe tethering of the segments of the mitral valve. The native valve was inspected and was felt that it was not amendable for a redo repair. A 27 mm carpentier-edwards pericardial magna ease bioprosthesis was sized and seated into the mitral position. The patient was then weaned from cardiopulmonary bypass. It was noted that the patient tolerated the procedure well without any complications and was transferred to the heart surgery unit in critical but stable condition.